Event description:
It was reported that the patient presented to the hospital for a generator change-out procedure. During the procedure, it was noted that the set screw on the header of the pacemaker was alleged to be stripped on the atrial port. The hex wrench was also noted to show fitting issues with the set screw. The physician proceeded with the change-out procedure. The patient was in stable condition.